Manufacturer narrative:
Concomitant medical products: 694965 lead, implanted: (B)(6) 2005; 4592-45 lead, implanted: (B)(6) 1999.

Event description:
It was observed that the right ventricular (rv) lead exhibited noise with inhibition of pacing. The noise was reproduced during isometric movement. The device was reprogrammed and the rv lead is scheduled to be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.